Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the unaided eye noted the foreign material appeared rigid and pin-like, not flexible. Upon viewing under a microscope, lengthwise edges appear rounded and the material fit inside the lumen of the returned flo-thru device. The dimensional measurements of the foreign object and the pin were similar enough to conclude the foreign object was part of the fixture. The foreign object inside the lumen was verified. The cause of the event was determined to be a pin. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was lack of blood flow on the opposite end of the shunt of a flo-thru device when a physician inserted the distal bulb of the shunt into the coronary artery and tried to confirm blood flow by removing the air. This event was observed before the anastomosis was completed. It was reported that while attempting to flush the shunt to assess flow, a piece of wire-like object (approximately 7mm in length) was discovered from the shunt. The shunt was eventually flushed out with saline before placing in the vessel. The physician stated they would ¿try to place pressure¿ into the shunt by using a syringe before use, after this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.